Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2017, the patient ate lunch at 12:15 pm and delivered a meal bolus. At approximately 3:15 pm, she passed out and remained unconscious until 9:15 pm. When she finally awoke, she called a neighbor asking for assistance. Neighbor called ambulance. Ambulance arrived and determined that patient was hypoglycemic. The exact reading is unknown and the blood glucose monitor used is unknown. The paramedic fed the patient jelly babies, porridge and honey. Patient refused to go to hospital. Paramedics stayed with patient for 2 hours. Patient attributes the low blood glucose to the pump delivering an inaccurate amount of insulin, amount of food ingested, activity level, and therapy settings that may need to be adjusted. The next morning after the incident, the patient faced a high blood glucose reading, approximately 30 mmol/l. Patient attributes the high reading to being given too much sugar to treat the hypoglycemic event. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.